Event description:
While wearing the external equipment, the pt reportedly experienced intermittencies and out of range impedances. The pt was seen at the center for device eval. Programming adjustments were made. However, the reported problem was not resolved. In 2007, the pt was seen by a co rep for device eval. Testing performed confirmed out of range impedances. Surgery to explant the pt's cii device has been scheduled.